Event description:
It was reported that the device triggered elective replacement indicator (eri) and that the device only lasted (B)(6). There was also a right ventricular lead warning reported and that the unipolar lead impedance was higher than the bipolar lead impedance. The device was removed and replaced with a new device. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.